Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were experiencing a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: a review of the black box showed evidence of call service 054 alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed when the pump was opened for investigation. There was no damage to the transceiver or printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial complaint, the battery compartment was cracked between the bumper pad and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.